Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) battery died in less than a year so a rechargeable ins was implanted. The patient stated the ins was expected to last for 5 years and the issue occurred in (B)(6) 2015. No symptoms were reported.

Event description:
Additional information was received from a patient. It was confirmed that the implantable neurostimulator (ins) depleted in less than a year. The patient also stated that her settings are at 5.50 and the battery did not last. The patient has a rechargeable device now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.